Manufacturer narrative:
(B)(4)

Event description:
It was reported when a patient presented to the hospital after experiencing dyspnea, interrogation revealed high capture threshold and intermittent undersensing. Programming changes were recommended. The patient remains monitored in stable condition. No further information is available.